Event description:
This male pt with a history of obesity, hypertension, hyperlipidemia, smoking, and previous mi was admitted for coronary angiography. The pt was currently taking aspirin and ace inhibitors. Te primary indication for admission was unstable angina with a positive stress test. No pre-procedure cardiac enzymes levels were reported. At the time of the procedure, the pt received heparin and a loading dose of heparin. Angiography revealed two lesions. The first lesion was a 28 mm, de novo, type c lesion in the ostium of the proximal left anterior descending artery (lad). This extended into the mid-lad. The vessel was 3.0 mm in diameter. The lesion was not predilated. A 3.0 x 33 mm cypher select plus stent was deployed to 14 atms with suboptimal results. The stent was post dilated with a 3.75 x 10 mm balloon inflated to 22 atms. A second cypher select plus stent, a 3.0 x 18 mm, was deployed to 14 atms with suboptimal results. The stent was post dilated with a 3.75 x 10 mm balloon inflated to 22 atms. The second lesion was a 18 mm, de novo, type b2 lesion in the proximal circumflex artery (lcx). The vessel was 3.5 mm in diameter. This lesion was not predilated. A 3.5 x 23 mm cypher select plus stent was deployed to 14 atms with suboptimal results. The stent as post dilated with a 4.0 x 15 mm balloon inflated to 22 atms. There were no procedural complications reported. At 24 hours post procedure, the pt's cardiac enzymes were elevated: ck < 2 times uln, ck-mb > 5 time uln, and troponin 2 times uln. The pt did not experience and cardiac symptoms. There were no ECG changes. The pt was ruled in for a post-procedural mi. No add'l treatment was required. The event resolved without sequelae. The pt was discharged after 48 hours with orders for daily administration of aspirin, plavix, statins, ace inhibitors, and beta-blockers.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Add'l info will be submitted within 30 days of receipt. This is one of three reports submitted for the same event. Please reference MFR report #'s: 9616099-2008-01202, 9616099-2008-01203, and 9616099-2008-01204.